Event description:
The customer reported that she was experiencing high blood glucose levels and was unsure of the cause. Her blood glucose level was 435 mg/dl at the time of the call. The customer stated that she took a bolus to try and correct for her high blood glucose level. The customer declined troubleshooting, but agreed to check her blood glucose levels throughout the night and call back if necessary. The customer will not return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.